Manufacturer narrative:
A product evaluation could not be completed due to the customer's decision to not return the product. Per the instructions for use (IFU), knotting and looping is a known potential adverse event which has been identified as a possible complication of the use of pulmonary artery catheters, such as the swan-ganz. It is stated in the IFU under complications knotting: "flexible catheters have been reported to form knots, most often as a result of looping in the right ventricle. Sometimes the knot can be resolved by insertion of a suitable guidewire and manipulation of the catheter under fluoroscopy. If the knot does not include any intracardiac structures, the knot may be gently tightened and the catheter withdrawn through the site of entry." In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate root cause is not likely to be related to the swan-ganz device. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time. As part of the manufacturing process, 100% of the units go through multiple inspection process performed from tip/balloons inspections processes.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, after catheter insertion in patient, looping of a swan-ganz cco catheter occurred inside the heart. The swan-ganz cco catheter was used during a coronary angiography (cag) and a right heart catheterization (rhc). The catheter was inserted from the right femoral vein for rhc. The physician advanced and pulled the catheter repeatedly as the catheter was easily pulled out from the insertion site, which resulted in tangling and coiling the catheter. The catheter was unable to be removed through the 6 fr introducer. Therefore, a 3rd party introducer was inserted from the left femoral vein, and the swan-ganz catheter was able to be removed by gripping with a snare catheter. Hemostasis was performed with manual compression and z-shaped suture on the left femoral vein. There were no patient injuries. No further information was available.